Event description:
Paramedics connected a pt to the device using combination pacing/defibrillation/ECG electrodes. After an initial pt ECG rhythm was observed, the device allegedly displayed a connect electrodes alarm and the ECG rhythm was no longer displayed. Another set of combination electrodes was used with no change. A second therapy cable was used with no change. A backup defibrillator/monitor was made available and used with a different therapy cable and proper operation was observed. The pt's outcome was was not reported. The rptr indicated there were no adverse affects to the pt related to the reported malfunction. This opinion was based on the availability and use of a backup device.